Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to bootup. Review of the log files confirmed the malfunction related to the host pc. The customer explained the rse, when starting up, the software was normally loaded from the hdd (hard disk drive), but the hdd was not getting recognized properly. The rse troubleshooted the system by selecting the sata (serial advanced technology attachment) disk and confirming that it started up. The rse informed the customer that the host pc is starting and advised to select the hdd. The customer was able to resolve the issue after following rse's instruction. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was related to the hdd not being selected while starting the system which occurred due to the user error. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.